Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an endoscopy procedure, loss of capture was noted on the rv lead and the patient was bradycardic. High thresholds were noted following the procedure and it was reported that chronic high thresholds were noted on the lead. The lead was reprogrammed and remains in use. The patient's bradycardia was treated with medication. No further patient complications have been reported as a result of this event.